Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported issue. The fse called the customer to troubleshoot the issue. The fse instructed the customer to clean and lube the z-axis rod to correct the issue, the instrument ran fine. The g8 analyzer was functioning as intended with all issues cleared. No further action required by field service. The most probable cause of the reported event was a dirty z axis rod. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported 710 error (z-1 axis error) with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.